Manufacturer narrative:
(B)(4). The insulin pump received with unexpected no button response during testing. Problem isolated to electronic assembly. Unable to test for currents, unable to download and unable to perform displacement test due to unresponsive buttons. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. The customer stated that the new dry battery was inserted, and the self-test was completed, and the insulin pump returned to normal once, but low battery alarm occurred again. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.